Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ll vlv adpt (stand alone) had flow issues. The following information was provided by the initial reporter: material #: 2000e batch/lot #: 20046647. It was reported that the IV caps will not draw or flush through the valve. Verbatim: bad cap - a small percentage of the IV caps will not draw or flush and need to be replaced. Maybe 5% don't work. We've had a few nurses report that these aren't consistently working correctly, and when they attach a syringe/flush they cannot draw or flush through the valve. Below is the packaging for one of the products. At this time no other packaging/lot numbers are known.

Event description:
It was reported that ll vlv adpt(stand alone) had flow issues. The following information was provided by the initial reporter: material #: 2000e batch/lot #: 20046647. It was reported that the IV caps will not draw or flush through the valve. Verbatim: bad cap - a small percentage of the IV caps will not draw or flush and need to be replaced. Maybe 5% don't work. We¿ve had a few nurses report that these aren¿t consistently working correctly, and when they attach a syringe/flush they cannot draw or flush through the valve. Below is the packaging for one of the products. At this time no other packaging/lot numbers are known.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the IV caps will not draw or flush through the valve could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 20046647 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.